Manufacturer narrative:
The device has been received by baxter for evaluation. Upon completion of baxter?s investigation, a follow up medwatch will be submitted. (B)(4)

Event description:
This is a report from baxter (B)(4) of a colleague infusion pump in which the air alarm failed. The reported condition occurred during bio-med testing. There was no patient involvement, injury or medical intervention related to this event. The software version is currently not known. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition of air alarm failed was confirmed during product evaluation. The root cause was a faulty pump head module (phm) on channel a. The phm on channel a was replaced to correct the reported condition. This device is a remediated colleague pump with a user interface module software version of 5.09.92. A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump.